Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrocardiogram showed loss of capture during capture management testing. Capture management was turned off. The device is still in use. No patient complications have been reported as a result of this event.